Event description:
Customer reported the interconnect cable will not plug into the c-arm lemo connector. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the lemo connector.